Event description:
It was reported that the user deployed a vena cava filter successfully, however, two of the legs were crossed. He confirmed the crossed limbs with several views. The filter remains implanted and no injury to the patient was reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample was not returned for evaluation. An xray was received which confirmed the reported event; however, the root cause of the event is unknown. It is unknown if procedural issues contributed to this event. Handling of g2 filter system from the IFU. The current IFU (instructions for use) states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: the current IFU (instructions for use) state the following: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.